Event description:
Catheter broke when pt removed. Pt will return device to physician for return. No adverse event occurred. Physician will decide next action after the length retained is determined. Date of event: (B)(6) 2010.

Manufacturer narrative:
No sample has been received for eval and investigation, although it is available. Without the actual product or a lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. Info provided confirmed that the catheters had been stretched prior to breaking. The best evidence indicates that the catheter was pulled until it stretched and broke. The directions for use (dfu) (1306078, rev. D) provide cautions and directions on catheter removal if resistance is encountered. I-flow has also prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info pertinent to this complaint or the sample is received, a f/u report will be filed.